Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms over the past year, with measurements as high as 158 ohms. It was noted that routine device replacement was anticipated, and lead revision may be considered at that time. Technical services (ts) discussed possible causes such as calcification or other physiologic changes. The following week, this rv lead was surgically abandoned and replaced during the same procedure as the device replacement. No additional adverse patient effects were reported.